Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a sealing failure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the vessel sealer extend (vse) instrument would not seal. The vse never worked during the procedure. The tissue was never cut if it was not fully sealed. Isi did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and when tested on an in-house system, successfully passed both the recognition and engagement tests. Evaluation confirmed full intuitive motion and range of movement in all directions; however, the grip tips failed to open and close properly. The grips exhibited imprecise movement and did not consistently follow the master tool manipulator (mtm) input commands. Upon removal of the vse instrument housing, the grip ring was found dislodged from the proximal grip drive adapter, preventing proper grip actuation and rendering the grip open lever nonfunctional. Inspection of the set screw on the grip ring revealed no visible damage.